Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An evaluation of the returned device catheter will be conducted. Also implanted in the patient were pxc201200, pxa230300, pxc201000/05182316, pxa230300.

Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. It was reported that when the trunk-ipsilateral leg component was deployed, the leading tip of the catheter broke off inside of the patient. A snare was used to retrieve 100% of the catheter. The reported device remains implanted in the patient, the rest of the procedure went without incident.